Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to 18f and the evar procedure was completed. Reportedly post procedure, too much force was applied when attempting to advance the knot of the first pre-placed suture and the suture broke. Hemostasis was achieved with the second pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported that too much force was used when tightening the knot. It should be noted that the electronic perclose proglide instructions for use (IFU) states: ¿while maintaining the single-handed position with the perclose suture trimmer, keeping the rail suture limb taught and the tip of the perclose suture trimmer on top of the knot, pull gently on the non-rail suture limb coaxial to the tissue tract.¿ in this case, it is likely, the break occurred due to the suture tension during knot advancement based on the reported, ¿too much force was applied when attempting to advance the knot.¿ the root cause of the reported material separation is likely due to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017- improper or incorrect procedure or method clarifier excessive force was added to capture too much force applied during knot advancement.